Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent continuous renal replacement therapy (crrt) using a prismaflex machine, clotting in the return line was observed. Therapy was terminated without returning the extracorporeal (ec) blood to the patient. It was reported that there was a blood loss of 600ml. The patient experienced hypotensive shock and a decrease in hemoglobin level. The patient received a blood transfusion. No additional information was available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.